Event description:
It was reported that the patient had a loss of therapeutic effect. He stated that after implant some progress was being made, but then about two months prior to the report ¿it got worse.¿ it was a gradual onset after the patient had fallen many times. He had his programming adjusted every month as well. He was on group a at 3.3 and 3.9 volts; he had access to group b, but could not recall the settings. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of efficacy that was unrelated to stimulation therapy. Symptoms had occurred following an implant. There had been problems since implant. They were having problems adjusting settings appropriately. At first the setting chosen would was okay and then it does not work after 1-2 weeks. The patient had an adjustment on the day prior to the date of this report and it was not working, not a good setting. The doctor had tried so many times, 12 adjustments were done. The patient stated "adjustments are work than initial settings", worked at first and a few days later it was not good.

Manufacturer narrative:
Concomitant medical products: product ID 37642, product type programmer, patient. Product ID 3389s-40, lot# va0mq2q, implanted: (B)(6) 2014, product type lead. Product ID 3389s-40, lot# va0mq2q, implanted: (B)(6) 2014, product type lead. Product ID 3389s-40, lot# va0mq2q, implanted: (B)(6) 2014, product type lead. Product ID 3389s-40, lot# va0mq2q, implanted: (B)(6) 2014, product type lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).